Manufacturer narrative:
Summary of evaluation: this event was attributed to a mfg/inspection error. The inspection plans have been revised to preclude this type of occurrence in the future.

Event description:
The pin could not be attached to the drill chuck. There was no adverse consequence for the pt or delay in surgery or anesthesia time.